Event description:
It was reported that testing showed gradual increase in hi channels with deteriorated hearing performance. Testing carried out on (B)(6), 2010 shows 4 channels in status hi.

Manufacturer narrative:
The device has not been explanted yet. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.